Manufacturer narrative:
Additional information received: a quality investigation was performed on returned samples. A batch review was conducted and yielded no discrepancies. There was a visual inspection of the (1) returned sample and the following damage was found: the front part of the nrv-chamber was detached/broken from the back part of the nrv-chamber. After review of the returned product, previous investigation and detailed batch review, a discrepancy was found. A non-conformance was opened, and this complaint will remain open until the completion of the non-conformance investigation. Corrected data: model# not included on MDR manufacturer report number: 3007966929-2015-00062 submitted july 14, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4.)

Event description:
It was reported there was a 'broken connection' between the kombikon sample port and the non-return valve on the unometer safeti plus. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.